Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement and no delivery tests due to motor error alarm. Unable to verify comprised force sensor system alarm or low reservoir alarm due to motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm. His blood glucose was 148 mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that he was able to rewind the insulin pump. The displacement test failed due to compromised force sensor system alarm. Also the insulin pump is receiving multiple no delivery alarms. The customer was advised that the insulin pump will need to be replaced. He was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.